Event description:
It was reported that during the procedure, an armada 1.5x20 balloon dilatation catheter (bdc) met resistance crossing the chronic total occlusion lesion in the left anterior tibial artery, but was advanced and positioned over a prowater guide wire. During attempted inflation, the balloon did not hold any pressure at all during the first inflation. Negative pressure was drawn and air bubbles, but no blood, was seen. The bdc was removed without difficulty. An armada 1.5x40 was positioned over the same guide wire, but during attempted inflation the balloon did not hold any pressure at all during the first inflation, using the same indeflator. Negative pressure was drawn and air bubbles, but no blood, was seen. The bdc was removed without difficulty. An armada 1.5x80 was positioned over a wynn 40 guide wire. Using a different indeflator, the balloon did not hold any pressure at all during the first inflation. Negative pressure was drawn and air bubbles, but no blood, was seen. The bdc was removed without difficulty. No contrast leaks were seen with any of the balloons. A fourth armada was successfully used and inflated using the same indeflator and guide wire as the third balloon. There was no adverse patient effect or clinically significant delay in procedure or therapy. After the procedure, an unsuccessful attempt was made to inflate the three balloons. There were no visible balloon ruptures or pinholes. All devices had been soaked before use and were prepped outside of the body. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The return of the device may have aided the investigation. Potential factors that could cause this type of reported leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen or insufficient adhesive at the inflation lumen/sidearm junction. In this case, based on the reported information that the device would not inflate and when negative was drawn, there were air bubbles seen but no blood, it may be possible that the leak was coming from the sidearm between the inflation lumen and guide wire port. If a potential balloon rupture was the cause for the leak, it would be likely that blood would be visible when drawing negative pressure. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not reported and the device was unavailable for evaluation. All dilatation catheters are visually inspected and leak tested during the manufacturing process and a sampling of units is destructively tested to verify rated burst pressure and balloon integrity. The other armada devices are being reported under separate medwatch reports.